Event description:
It was reported that the blue area of the catheter was leaking. After the swan catheter was removed, they capped off the central lumen of the catheter. Once capped, it was noted that the blue area of the catheter began to leak. As a result, the catheter was removed. The event occurred in the operating room and the insertion site was the subclavian. A new kit was opened and placed successfully. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).